Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron plus g136 they allege that despite adjusting the water, tips and handpieces are overheating enough to make the patients uncomfortable.

Manufacturer narrative:
Hpc lot # - (B)(4). St lot # - 202304r3 the hpc water control knob was turn to minimum, thereby restricting water flow to the insert, causing the st to heat up, knob have been turn back to maximum for full water flow. Unit have been calibrated and tested to factory's specs. No other faults found. Customer's insert may be clogged, restricting water flow. Customer should always make sure that the hpc water knob is at maximum.